Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available to be returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the related hospitalization, and the liberty cycler or the liberty cycler cassette. Additionally, there is no allegation of device malfunction and the adverse event.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was having problems draining manually. Follow-up information with the pd nurse revealed that the patient was subsequently hospitalized for peritonitis. The patient was started on vancomycin and gentamicin in the clinic on (B)(6) 2017. The pd nurse also confirmed that the peritoneal effluent cultures were positive for gram negative bacilli serratia marcescens. Additionally, it was stated that while the patient was hospitalized, it was determined that the patient¿s kidney function was restored. The patient was discharged from the hospital several days later (date of discharge unknown). Following hospital discharge, he patient¿s pd catheter was removed and the patient¿s renal replacement therapy (rrt) was discontinued.